Event description:
Reported 6 false negative results; 190 tests were performed. In addition to the false negatives, 10 false positives were reported; 440 tests were performed. The customer communicated the results were confirmed by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with sars positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with sars positive standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate results at the fifteen (15) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Reported 10 false positive flu b results; 440 tests were performed. The customer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retainded devices source: phone b5: statement has been corrected d4: lot number corrected h6: medical device problem codes have been corrected h10: manufacturer narrative corrected.